Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Review identified that overall sizing was appropriate, however metal on metal appearance of the medial compartment hemiarthroplasty suggest polyethylene wear of the medial compartment hemi arthroplasty or displacement. Evidence of osteopenia was noted. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was implanted with with unknown oxford products. Subsequently, the patient has encountered multiple poly dislocations resulting in device revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2- report source: australia. Concomitant medical products. Item#:unknown oxford uncemented femoral component l side ;lot#:unknown ;item name: unknown ; item#:unknown oxford uncemented tibial component l side ;lot#: unknown ;item name: unknown ; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item and lot are currently unknown.